Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 43 mg/dl. Customer stated they have treated their blood glucose with food. The customer's current blood glucose was 141 mg/dl at the time of the call. The customer also reported experiencing high blood glucose after treating their low blood glucose. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. It was also found the customer has over-bolusing for their blood glucose. The customer declined to return the insulin pump for analysis.